Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer experienced a blood glucose (bg) level ranging from approximately 30 mg/dl to 500 mg/dl. The customer declined troubleshooting with tandem technical support, or to provide additional information.